Event description:
Boston scientific received information that this device was emitting tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Attempts to obtain additional information are being made, this report will be updated upon receipt of additional information.